Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) performed a photo analysis of one device. Sail was observed to be twisted. Ends of device were not observable in provided photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The physical device was not returned and the photograph provided was insufficient for a thorough analysis of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; after an esophageal procedure when the device was removed from the patient after use, the device was observed to have a large kink in the sail portion. The patient showed elevated white count, fluid in lungs and a CT scan and upper gastrointestinal series was performed which showed a perforation in the esophagus causing hydropneumothorax. A reoperation was performed to close the defect and drain the fluid in the chest cavity. The patient is currently recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.